Manufacturer narrative:
This MDR is being filed on a 28208ba scope that has been serviced by integrated medical systems (ims). It was shipped to the customer on 6/11/2007 and has been in use for approximately 9 years; scope was never returned to karl storz for any service. Ims claimed that the event was not related to their repairs. Here is ims evaluation of returned scope: "karl storz rigid scope serial #(B)(4) was last repaired by ims approximately eight months prior to the reported event in (B)(6) 2015. Ims's inspection of the scope following the event revealed impact damage to the distal tip as evidenced by areas of missing fiber and glue as well as gouged tubing. Inspection of the area around the missing distal window revealed little to no solder residue and corrosion at the tube to body solder joint. This type of corrosion is indicative of hydrogen peroxide based sterilization methods. Although the root cause of the event cannot be determined with complete confidence due to the absence of the missing window for inspection; it appears the event can be attributed to improper handling and cleaning techniques at the user facility's account."

Event description:
Allegedly, the distal lens of a rigid scope serviced by ims fell off into patient. Per ims there was no injury to the patient.